Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the distal end. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The root cause of this failure is attributed to a component failure. Additional observations not reported by site: the instrument was found to have damage of the conductor wires insulation. No wires were exposed in the areas of damage. No material was missing from the insulation. Signs of corrosion were found on the instrument bearings. Pitch and grip input disk bearings exhibit orange discoloration. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.062 - 0.193 in length and were not aligned with the tube axis.

Event description:
It was reported that during a da vinci-assisted robotic inguinal hernia etep - bilateral surgical procedure, the force bipolar has exposed wire and it still has 8 lives remaining out of the 12. The procedure was completed with no reported injury.